Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with juvéderm® volift¿. The patent reported ¿granulomas¿ and ¿migration of product¿ in the right superior lip. Biopsy was not provided. The patient was treated with 0.2 ml of hyaluronidase and a massage was recommended with no results. A week later, the patient returned with some improvement. Another week later, the patient experienced ¿lumps¿ in the lips. More hyaluronidase was provided, and the patient was prescribed dacotin and erythromycin, with massages being recommended. The event is ongoing.